Event description:
It was reported that the patient had fallen a few months prior to the date of this report and the patient¿s healthcare provider (hcp) had found that her implantable neurostimulator (ins) had flipped over. It was stated that the patient had surgery on (B)(6) 2014 to repair it. It was stated that the patient was slow and would take a while to move with all of her pain.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).